Event description:
On (B)(6) 2025, bvi vitreq was informed of an issue concerning our product, bf25.d02. According to the customer, the silicone tip was found to be missing prior to use during the procedure. At that time, the complaint was considered not reportable, and a product return was initiated. After the product was received and evaluated, it was concluded that, contrary to the initial allegation, the backflush was most likely used during surgery and that the tip detached at some point during the procedure. As far as bvi is currently aware, there was no patient impact. The most likely scenario is that the surgeon immediately noticed that the tip had detached and removed the tip remnants from the eye as part of the ongoing procedure. Although none of the information received to date indicates that harm occurred, the failure mode has the potential to cause serious injury if it recurs. Therefore, the event is considered reportable to the competent authorities as a device malfunction.

Manufacturer narrative:
Additional information will be provided following the investigation conclusions.

Manufacturer narrative:
Vitreq b.v. Has investigated the complaint in accordance with the established internal procedure. The lot no. Was unknown and therefore no investigation could be completed regarding the batch record. Vitreq does perform a 100% qc control where the tip is inspected for all backflushes. Based on that we could exclude a manufacturing deficiency related to the product. An IFU warning is in place "carefully insert the instrument into the cannula, too much friction may cause delicate parts to separate. Always check the instrument on damage during and after surgery." And therefore, this event is classified as user handling. No information on whether the tip remains have been removed from the eye was obtained. No corrective or preventive actions are deemed necessary. Vitreq will continue to monitor any feedback from our customers and take appropriate action if unfavourable trends are observed.